Manufacturer narrative:
It was reported that a revision surgery occurred for patient with bilateral itotal knee replacements. It is unknown whether one or both knee implants were revised. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a revision surgery occurred for patient with bilateral itotal knee replacements. It is unknown whether one or both knee implants were revised. Reason for revision is unknown at this time.